Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: degenerative disc disease procedure scheduled as: olif l2-5 w/ mi-guided right l3/4 laminectomy posterior fusion l2-5 w/ pedicle screw fixation. Cage which was broken, implanted at level l3/4.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, cage broke upon insertion and impaction, bulk of cage was already inserted and could not be removed, only broken piece was removed. No patient complications were reported due to this event.